Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported that the numbers in the display of the insulin pump kept ramping up. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. No additional information is provided.